Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The failure investigation has been completed, and the alleged issue was verified. Additionally, a different issue (malfunction alarm) was identified.